Event description:
It was reported that lead dislodgment had occurred twice. Follow-up indicates that the right atrial (ra) lead dislodged twice prior to the current event date. Due to the patient's tortuous anatomy, repositioning of the lead was not possible, therefore the system was removed and replaced from the left side of the patient to the right. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage (lv ) electrode of the lead was covered in blood. Analyst commented, the lead was received with non-severe explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.